Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3887-45, lot# j0340418v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0340670v, implanted: (B)(6) 2003, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
The consumer reported at some point the patient saw the elective replacement indicator (eri) with no symptoms at that time. In (B)(6) 2015 they saw the end of service (eos) message. The device was off/disabled and no longer providing therapy. As a result the patient was experiencing pain and not being able to sleep which was a sudden change. Relevant medical history includes lumbar radiculopathy and post-laminectomy pain. There were no traumas or falls possibly related to this issue, and there was no allegation or dissatisfaction with the implants longevity. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.